Event description:
As published in the article ¿aborted episode of sudden death due to delayed heart block after transcatheter aortic valve insertion¿ a permanent pacemaker (ppm) was implanted in the patient 6 days post deployment of the 26mm sapien xt valve. The transfemoral procedure was described as uneventful. Her postoperative electrocardiogram was unchanged. She did well and was deemed stable for discharge on postoperative day 4, but was kept in the hospital due to administrative issues. On pod-6, while ambulating in the hospital's hallway, the patient collapsed from sudden complete heart block with asystole. She was resuscitated with 2 minutes of cardiopulmonary resuscitation and inotropic medications. A rhythm of atrial fibrillation returned. There was no intraventricular conduction abnormality. The patient underwent emergent placement of a pacemaker. This (B)(6)-year-old woman presented with symptomatic severe aortic stenosis, multiple comorbidities, and a society of thoracic surgeons predicted risk of mortality of (B)(6). She had chronic atrial fibrillation with otherwise normal intraventricular conduction.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the complete heart block experienced by the patient 6 days after the tavr procedure cannot be confirmed. However, procedural factors (pressure from the implanted valve on the cardiac structures) in addition to pre-existing arrhythmias likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of four reports being submitted for this article. Please reference manufacturer report no. 2015691-2015-00385, 2015691-2015-00359 and 2015691-2015-00360. Literature reference: greason, kevin . L., et al (2015, february). Aborted episode of sudden death due to delayed heart block after transcatheter aortic valve insertion. The journal of thoracic and cardiovascular surgery, volume 149(issue 2), pages 639¿640. Doi:10.1016/j.jtcvs.2014.09.126.